Event description:
Both the doctor and nurse report a light shock sensation when touching the device cord during use. The shock is reported as similar to a static electricity feeling, no patient or staff injuries reported. In both situations the surgeon continued the procedure with use of the same device. (B)(6). (Event date (B)(6) 2014).

Manufacturer narrative:
(B)(4). Product received by manufacturer and pending inspection. (B)(4).

Manufacturer narrative:
Product event #(B)(4) testing performed: complaint device: ds 3.0 -note: (B)(4) description lists dc 3.0, and is likely a typographical error product code (sku): 13-101-1-confirmed serial / lot number: (B)(4) - confirmed expiration date: 03/27/2018-per device box end quantity returned: 1 (2 listed in complaint, one device noted to have been discarded by the customer) visual inspection packaging device returned in (B)(4)/corrugated cardboard box, with (B)(4) information posted on outside. The box had a rip on one side indicating damage during shipping. There was a second, smaller box placed tightly around device container with the word ¿hazardous¿ written on it. There was no safety packaging present in shipping container. There was a note written on outside of display box¿ save for (B)(4) sales rep (B)(4) 2014 unit will shock us if someone leans up on cord patient did have grounding pad on¿ and ¿patient name (B)(6)¿ device lid presented and information matched (B)(4). IFU 7010-1352 rev f monopolar device was present, along with patient ID labels. No additional paperwork was received. The lid, and box end match the lot info in (B)(4). Device inside a single plastic bag. Device inside plastic tray, tyvek® lid attached, lot number was confirmed against the product event page in (B)(4). (B)(4) e-mail included device description: device appears used with blood on handle, evidence of charred blood on device tip, and saline in saline tubing. There was also evidence of damage to the device button (scratched). Button has normal tactile feel functional inspection the reported complaint of cord shock relates to two specifications as laid out in (B)(4). (B)(4). The lhr evidence suggests that all shipped devices functioned as expected. Investigation conclusion: this complaint is not confirmed. The functional investigation did not show any functional issues with the cord as documented in the complaint. Both the leakage current and the mains dielectric strength passed their functional evaluation. No abnormalities were observed upon review of the lhr. As this device passed the relevant testing, this complaint is not confirmed. (B)(4).

Event description:
Both the doctor and nurse report a light shock sensation when touching the device cord during use. The shock is reported as similar to a static electricity feeling, no patient or staff injuries reported. In both situations the surgeon continued the procedure with use of the same device. (B)(6). (Event date (B)(6) 2014).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.